Event description:
This is a spontaneous report by a physician from the (B)(6) of sterile peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced cloudy effluent. On that day, the patient began treatment with vancomycine 50 mg four times daily and kefzol 250 mg four times daily. The patient did not experience an exit site or tunnel infection and did not routinely reuse supplies. No break in aseptic technique was reported. No drug additives had been added to the pd solutions and the patient did not mix any of the pd solutions together. The peritonitis was not resolved and treatment with vancomycine and kefzol was ongoing. The physician considered the peritonitis related to extraneal, physioneal, and nutrineal therapies as all processes were evaluated and they could not find an alternative explanation. On (B)(6) 2010, the patient discontinued therapy with extraneal. On (B)(6) 2010, the patient discontinued therapy with nutrineal. On an unreported date in 2010, the patient was fully recovered from the peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). This incident of peritonitis was reported with the use of nutrineal. The nutrineal has been identified as the cause of this peritonitis. The nutrineal lot number involved in this incident (10g12g44) is only distributed in europe and has been withdrawn from the market due to complaints of sterile peritonitis. (B)(4).

Event description:
This is a spontaneous report by a nurse from (B)(6) of fungal peritonitis with culture positive for candida parapsilosis in a patient coincident with peritoneal dialysis (pd) therapy. On an unknown date in 2010, the patient was diagnosed with fungal peritonitis. The cause of the peritonitis was unknown. In 2010, dianeal and extraneal were discontinued, and the patient was transferred to hemodialysis. It was not reported whether the peritonitis resolved. The reporting nurse stated that the fungal peritonitis was not related to dianeal and extraneal therapies.